Event description:
The patient reported that their fusion set was leaking from the disc holder on the head set. She reported that she began feeling extremely thirsty and urinating frequently. She checked her blood glucose and it was 385 mg/dl. Her normal range is 140-200 mg/dl. She immediately changed her infusion set and administered a 2 unit bolus to reduce her blood glucose. No medical attention was required. Product was requested to be returned for evaluation.